Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the scope connector was observed wet. It was also noted the distal sheath adhesive was cracked and the angulation was low. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use during an unspecified procedure screen becomes black and shows no images (blackout)-unable to restore there¿s no image- it's black on their evis exera ii ultrasonic. There were no reports of patient death, harm or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause is unable to be determined. However, the likely cause of the reported event is possibly due to ccd (charge-couple device) failure. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 10. Carefully inspect the distal end of the endoscope, especially around the ultrasonic transducer. Confirm that there are no flaws, cracks, scratches, or any other irregularities. Olympus will continue to monitor field performance for this device.